Manufacturer narrative:
No report of injury, procedure delay or cancellation. During the time of the reported event, the user facility personnel found the source of the leak to be from the cracked carbon filter housing connected to the system 1e processor. A steris service technician arrived onsite to inspect the system 1e processor. The technician turned on the water and verified the source of the leak to be from the big blue housing of the carbon filter. The technician replaced the carbon filter housing, ran a test cycle, and found the unit to be operational. No additional issues were noted. The unit was manufactured in 2012 and not under a steris service contract.

Event description:
The user facility reported that their system 1e processor was leaking water onto the floors.